Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient experienced events of infusion set kinked cannula from (B)(6) 2025. All the events occurred in three or more hours after insertion. The insertion site was abdomen or thigh. The blood glucose level was 524 mg/dl and the patient got treated with correction injection via multiple daily injection. The patient changed infusion set only and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) -device 1 of 2.